Manufacturer narrative:
Device was explanted on (B)(6) 2019. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, a twiddler syndrome, subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was reinvestigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.

Manufacturer narrative:
Device was explanted on (B)(6) 2019.

Event description:
Patients device would not interrogate. Patient is believed to have received shocks but the device cannot be interrogated by representative. Attempted re-positioning wand. Representative able to interrogate a demo device in the same room. Patients last check was in (B)(6) and the report has the device at mos1 64 percent battery remaining, 3.11v. Doctor to be consulted.

Manufacturer narrative:
Device was explanted on (B)(6) 2019. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.